Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge and partially delivered. The iol made contacted with the left eye. The iol was removed and replaced with a same model and diopter lens in the same procedure. No further information was available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information was received. As a result, the following fields have been updated: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 2/21/2020. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The lens was stuck within the cartridge along with the soft tip. The reported issue of stuck in cartridge was verified. However, this production order/batch ce08147 is being part of the CAPA-009710 bracketing. There is a potential malfunction being investigated due to an increase in delivery issues related to using cartridge model pscst30. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed thirteen additional complaints were received for this production order number. Production order/batch ce08147 is part of the CAPA-009710 bracketing, there is a potential malfunction being investigated due to an increase in delivery issues related to using cartridge model pscst30. Production order/batch ce07812 is part of the CAPA-009710 bracketing, which was initiated due to an increase in delivery issues related to using cartridge model pscst30. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.